Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was able to replicate the reported event. He removed the covers, inspected the opto switches and reloaded the firmware into positioner motion control which resolved the issue. No further issues were reported. No parts were replaced or returned. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that they were unable to close the imaging system's gantry. The system lost power during the movement. When they charged the system and powered it up the door would not close and the pendant displayed "press m to calibration motion." There was no patient present when this issue was identified.